Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The blood glucose results were 55, 214, 93 and 104m/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.